Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failed to close. The customer reported that the malfunction occurred when the user tried to issue medication to patient.this resulted in a delay, prompted the nurse to retrieve the medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer falied to close. A field service engineer reassembled latch catch and opened spring assemblies to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.